Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 368 mg/dl. The patient also has congestive heart failure. Symptoms include fluid retention, nausea and weakness. For treatment, the patient was given insulin injections and medication for fluid retention. The patient was discharged after 4 days. The pod was worn between 36 and 48 hours on the abdomen. The pod was reported to not be communicating, and it was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.